Event description:
On (B)(4) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) france alleging the patient's onetouch ultraeasy meter would not power on. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on about 3 weeks prior to contacting lfs. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. A couple weeks after the start of the alleged issue, the reporter claims the patient had a "hyperglycemic episode". Symptoms were not specified. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.